Event description:
According to the information available, a complaint was received involving an end user of the speedicath compact set male catheter. After use, the catheter remained inside the urethral canal and could not be removed by the user. The patient sought medical attention at a hospital, where a physician removed the catheter using forceps in the surgical center. The catheter was discarded following removal and was not returned for evaluation. No patient information or photographic evidence was provided to determine the location or cause of the catheter break or retention. The patient was not hospitalized, and no injury, complications, or other adverse health effects were reported following the event. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.